Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 538, 231, 108, 126, 218, 140, 189 mg/dl. Tests were done within 10 mintues with a difference of 72%. Patient did not experience any adverse events. No further information has been reported.